Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a tympanomastoidectomy surgical procedure it was observed that the console device was displaying an e6 error code and making a humming noise and an unknown handpiece device was displaying an e6 error code and was starting and stopping when used together. It was reported that there was a delay in the procedure, but the length of delay was unknown. It was not reported if spare devices were available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.